Event description:
It was reported that the a few days after implant, the right ventricular lead had loss of capture, undersensing, and over-pacing. Possible micro dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01, implantable pulse generator, (B)(6) 2013; 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).